Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump said to replace the battery and they did 10 times but the insulin pump was still not turning on. The customer's blood glucose level was 186 mg/dl. It was noted during troubleshooting that when the customer removed the battery, the insulin pump did not display the insert battery alarm. The customer also reported that the screen looked like it was coming apart. The customer was advised that the device would be replaced and agreed to return the product for analysis.